Manufacturer narrative:
E1: initial reporter phone no. (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "downstream alert issue" was not reproduced. The device was sent for downstream occlusion testing, and the device passed. A review of the event history log revealed multiple "downstream occlusion!" Alarms" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the downstream sensor which was out of specification. The downstream sensor is required to calibrate to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed downstream alert during testing in the biomedical service department. There was no patient involvement. No additional information is available.